Event description:
A report was received that the patient was having discomfort when rotating the head in a certain way. The physician was able to conclude that the scar tissue between the occipital electrodes and the ipg had constricted the tension loops in the leads. The patient underwent a revision of the leads. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.